Manufacturer narrative:
This report was originally included in MDR 3002590791-2019-00003. However, during a retrospective review conducted on complaint records dated between (B)(6) and (B)(6) 2019 , this event was determined to be a separate event that required its own MDR submission. The actual device was discarded and therefore not available for evaluation. No photographs of the actual device were provided for evaluation. No other similar product was available for evaluation. A review of device history records showed in-process and finished device test results were above required minimum specifications for seam and tether tensile (break) strengths. Bag is made from film that is purchased in rolls; the outer two layers of rolls used in the production of this lot were intentionally removed and discarded so as to confirm material used would not result in potential bag breaks. The cause of the reported malfunction was undetermined from review of device history records. Bag break is a known and reasonably foreseeable hazard of this product. A search of FDA's maude database was performed on 2020-04-30 for the time period between (B)(6) 2019 to (B)(6) 2020 for four competitor products. A total of 168 reports were filtered to focus on device problems for material rupture, material fragmentation, and where 'bag break' was included in the text describing the event. A total of 79 reports were submitted during this one-year time period for competitor devices related to bag breaks inside the patient.

Event description:
Hold mallika banerjee 7/9/20the specimen retrieval bag tore during removal and a small piece of plastic was still in abdomen. The surgeon removed plastic with a grasper.